Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The physician was attempting to perform plain old balloon angioplasty on a 75% stenosed lesion located in the moderately calcified, moderately tortuous mid lad (left anterior descending) artery with a 15x2.75mm quantum maverick balloon catheter. Vascular access was femoral. An unk size apex balloon catheter was used for initial dilation. Next, the quantum maverick balloon catheter was used for further dilation. The balloon ruptured on the first inflation at 14 atms. The device was removed intact. The procedure was completed with another manufacturer's balloon. These were no reported pt complications. The pt status is listed as "good."

Manufacturer narrative:
(B) (6): it is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The mfg records were reviewed and no issues or discrepancies were found; the device met all specifications. The most probable root cause is operational context as device performance was limited, due to anatomical/procedural factors. (B) (4).